Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue: up and down arrow buttons. This complaint is being reported because the reported issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 02/22/2017 - correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/04/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. The keypad cover was intact and all buttons were responsive during the investigation. Upon removal of the keypad cover, no contamination was found under the contacts. The keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of internal moisture ingress. Unrelated to the original complaint, the audio bolus button cover was damaged; however, the bolus button was responsive during the investigation. In addition, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.